Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated resistance was felt when trying to remove the rotational ivus catheter after first imaging run was completed. No additional intervention was required to remove the devices, nor was any additional medical or surgical intervention performed. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The distal coil was missing. The core wire was broken and extended approximately 26mm from the sensor housing. The remaining portion of the core wire was missing. No evidence of corrosion was observed at the broken end of the distal coil and the core wire. The proximal coil was coiled into a spiral. A twist was observed in the proximal coil; the core wire and microcables were exposed as a result. No fraying was observed with the returned device. The guide wire bend test could not be performed due to the wire being damaged. Visual inspection was able to confirm the device was broken into two pieces. The distal coil and core wire were broken. The probable cause of the observed damage was mechanical strain during the procedure. However, we were unable to conclusively determine how the damage occurred. The instructions for use (IFU) warn to never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions, the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
This event is being reported because the catheter and guide wire were removed as a system during a coronary procedure. This MDR submission is for the guide wire. The catheter is submitted under MDR 2939520-2017-00044. It was reported during a therapeutic procedure after completing ifr with the guide wire, the catheter device was introduced and the physician proceeded to take it down the wire. The physician encountered difficulty steering down the vessel. The procedure went fine until they tried to remove the catheter device. At this point it was showing resistance and they moved the catheter forward and backward but the wire was still attached to the catheter. The physician then proceeded to remove the wire and catheter as a completed unit, and at this point they noticed the wire was frayed and part of it came apart outside the body. All pieces were accounted for; the post-image of the vessel looked fine. No harm to the patient. Patient was discharged as expected. Vessel: coronary. The vessel was a bit tortuous minimal calcium was present.